Manufacturer narrative:
Continuation of d10: product ID 977d260, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, g2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after surgery, the lead impedance was too high. The issue was noted as being resolved. Additional information received. It was clarified that when they reported that the issue occurred "after surgery," the surgery was the patient's normal/expected implanting procedure. Impedances were found to be too high after the lead was implanted, and the lead was ultimately explanted.